Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio2) read inaccurately high compared to a lab-calibrated device. The reporter claimed obtaining blood glucose readings of 145mg/dl with the subject meter and 120mg/dl on the other device, performed within 30 minutes of each other. There was no intervention (food or medication) between the two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.